Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported pt had a redness reaction at the injection site. The pt does not have any known allergies. The implant and explant is still undefined at this day. The surgeon used another prod code. There were no other reported pt consequence.